Manufacturer narrative:
Date sent to the FDA: 9/22/2021 additional information: d4, h4 a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Date sent to the FDA: 9/22/2021 corrected information: d4 - catalog.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2006. (B)(4) submitted for adverse event which occurred on (B)(6) 2008. (B)(4) submitted for adverse event which occurred on (B)(6) 2010. (B)(4) submitted for adverse event which occurred on (B)(6) 2012.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2003 and mesh was implanted. It was reported that the patient underwent removal surgery and recurrent hernia repair surgery on (B)(6) 2006 and mesh was implanted. It was reported that the patient underwent revision surgery on (B)(6) 2008 during which the surgeon noted the previously placed mesh was torn free and migrated up and out into the hernia defect. It was reported that the patient underwent recurrent incisional hernia repair surgery on (B)(6) 2010 during which the surgeon noted multiple loops of bowel were adherent to the nonstick mesh. Adhesions were lysed and the remaining defect was repaired. It was reported that the patient underwent recurrent hernia repair surgery on (B)(6) 2012 during which the surgeon noted he visualized a very extensive process of adhesions, with multiple loops of bowel very densely adherent to the previously placed mesh. It was reported that the patient experienced severe pain and suffering, dense adhesions, stress and anxiety. Other procedure is captured under separate file. No additional information was provided.